Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the pt report, the pt was explanted during a device unrelated middle ear surgery due to cholesteatoma associated to infection, prior to which the pt had good benefit from the device. During this surgery, the electrode, for which no complete insertion could be achieved at initial implantation, was found to be out of the cochlea and reinsertion was reportedly not feasible. A review of the device's sterilization records confirms that proper sterilization was applied at the time of mfg. This is a final report.

Event description:
It was reported that the pt underwent middle ear surgery due to infection. During the surgery, the electrode array was found outside the cochlea. A re-insertion was not possible and the device was explanted. Previous to the infection, the pt was performing well with the device due to the multiple surgeries and the complicated anatomy of the middle ear. The pt was not re-implanted.

Event description:
It was reported that the patient underwent middle ear surgery due to infection. During the surgery the electrode array was found outside the cochlea. A re-insertion was not possible and the device was explanted. Previous to the infection, the patient was performing well with the device. Due to the multiple surgeries and the complicated anatomy of the middle ear, the patient will not be re-implanted in the near future.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.